Event description:
This unsolicited case from united states was received on 12-dec-2017 from a non-healthcare professional. This case concerns a female patient (age unspecified) who received treatment with synvisc one and later after unknown latency patient started to develop inflammatory conditions associated with her knees; also, device malfunction was identified for the reported lot number. No medical history, past medication, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with single intra-articular synvisc one injection (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date unknown latency patient started to develop inflammatory conditions associated with her knees with increasing symtoms. Over the course of 3 weeks the symptoms were still quite severe. The reporter stated that the patient had not gotten back to baseline from the preinjection status. Corrective treatment: not reported for both. Outcome: unknown for both. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction pharmacovigilance comment: sanofi company comment dated 12-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced inflammatory conditions associated with her knees. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.